Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 75 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified transseptal needle. There is no sheath information. Generator was set on power control mode with default parameters. Power was not titrated. There is no information regarding generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set per instructions for use (IFU). Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.